Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for a drug eluting stenting treatment procedure a balloon hole was noticed. While the physician was prepping the 3.5x16mm promus element stent for use in the left anterior descending artery (lad), a hole was noted in the balloon of the stent delivery system (sds). The device never entered the patient and the procedure was successfully completed with a different device with no patient complications reported. This product is only ous approved but is similar to an approved us device.

Event description:
It was reported that during preparation for a drug eluting stenting treatment procedure a balloon hole was noticed. While the physician was prepping the 3.5x16mm promus element stent for use in the left anterior descending artery (lad), a hole was noted in the balloon of the stent delivery system (sds). The device never entered the patient and the procedure was successfully completed with a different device with no patient complications reported. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that there was damage to the inner tubing of the stent delivery system (sds). The sds was connected to an encore inflation device and when attempting to inflate the sds with water the balloon failed to inflate. The water exited straight out of the inner lumen. There was no visible balloon or stent damage. The tip has a slight crease on it which suggests it was damaged during the loading of a guidewire or mandrel into the tip. There were kinks along the entire length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).